Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 230 mg/dl. Customer reported that they received critical pump error image. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to moisture damage on force sensor. Device also received with moisture damage on force sensor connector. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error .